Event description:
Per the clinic, the electrode tip folded over during implant surgery, leading to the decision to explant the device.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).